Event description:
It was reported that the right atrial lead had high thresholds in unipolar. The impedance was noted to be low and decreasing and oversensing was seen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.